Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 32 mg/dl. Customer declined for treatment as well as troubleshoot for low blood glucose. Customer states that sensor was giving wrong readings as his blood glucose was 32 mg/dl it showed 83 mg/dl and was never notified low blood glucose. The customer declined helpline assistance. Insulin pump will not be return for analysis.